Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade tip broken off. The device was connected to a test handpiece for functional testing on the gen11 generator. The device could not get past the pre-run testing and displayed "tighten assembly" and the "replace instrument" alert screen.' Due to the damaged blade no additional functional testing could occur. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. . Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a posterior spinal fusion the blade broke due to pressure and hitting a metal instrument. The second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.